Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. The returned device was evaluated and was conform. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It has been reported that the device would not release, that it is not working as it should.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The device was returned to the manufacturer. Therefore it will be analyzed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that the cement is not working as it should.